Event description:
Customer's wife noticed a brownish liquid in the pod after it was removed. Customer noted that pod was hard to fill and he noticed some insulin leaking.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualifications were reviewed and the product lot met all accepted criteria. S